Event description:
Pt undergoing angioplasty with stent placement in cardiac lab; datascope iabp catheter failed to deploy; catheter removed and replaced with another; procedure completed. No harm to pt from this event.